Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing using a test battery and test pads by bench handling, performing multiple battery insertion tests, and functional stress testing without duplicating a malfunction to the device. The battery and pads used in the event were not returned for evaluation. The flex circuit assembly was replaced as a precaution. There was no fault found with the device. The device was recertified and returned to the customer. Review of the device activity logs showed no critical errors in the log. No trend is associated with reports of this type.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.